Event description:
It was reported that the patient had the lead component of the implantable neurostimulator (ins) system removed due to infection. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 37085-60 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ extension product ID 37085-60 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: na product typ extension product ID 3387s-40 lot# v567764 serial# implanted: 2010-(B)(6) explanted: 2012-(B)(6) product typ lead. (B)(4).